Event description:
While her device was turned on, the pt experienced a shocking/jolting sensation and a loss of therapeutic effect following exposure to a security gate at a (B) (6) store a week or 2 ago. Since the exposure the device was reported as turning itself on and off. She was at home in fair condition. It was noted she had made arrangements to see her physician and the company representative.

Manufacturer narrative:
(B) (4)